Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on an unknown date during which the surgeon noted there was a segment of the bowel adherent to the mesh. A portion of mesh was excised with small intestine so as not to create an enterotomy. Ultimately, a segment of small bowel that was adherent to the anterior abdominal wall and to the adjacent mesh was cleared with sharp dissection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.